Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed low battery. Customer's blood glucose was 130 mg/dl. Customer stated that battery did not last more than one week. Troubleshooting was done. The customer was advised the battery cap would be replaced and to call back if issue continues. No further information provided.